Event description:
The device was received for service with the report "pump powered on/off at will." According to hospital representative, no patient injury has been reported. Information was not provided regarding whether or not the device was in use when the reported event occurred. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient status, medical intervention, age of patient, or medication involved.